Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an infra-renal abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. The patient tolerated the procedure and no endoleak was reported after the procedure. The patient was discharged on (B)(6) 2013. The pre-implant maximum aneurysm diameter was reported to be 52mm. On (B)(6) 2018, follow-up cat scan determined a type ia and a type ib endoleak on the left site along with significant aneurysm growth to 70mm. A previously seen and untreated type ii endoleak was not visible. A reintervention was performed on (B)(6) 2018. Two aortic extenders were implanted proximal at the edge of the left renal artery to treat the type ia endoleak. Additionally the right limb was extended with the implantation of a contralateral leg endoprosthesis to treat the type ib endoleak. The procedure was completed with favorable results.